Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the inner pouch of a flo-thru intraluminal shunt. This event was discovered during incoming inspection and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual examination via the naked eye noted no particulate matter (pm); however, a small bump on the shaft near the tether was observed. Microscopic inspection was performed and the pm appears to be excess plastic left from the sprue during the injection molding process of the shaft. Per protocol, the shaft must not have any raised areas greater than 0.004¿ high by an area greater than 0.40mm squared. The raised area of the device was measured and found to be 0.0224¿ tall, and therefore unit does not meet specification. In an effort to dislodge and separate the sprue from the shaft, forceps were used to grasp onto the material, and then gently pull. Force was slowly increased. The excess sprue material could not be separated from the shaft. The reported condition was verified and the cause was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.